Manufacturer narrative:
(B)(4).

Event description:
It was reported that this bundle of his pacing lead was explanted due to high capture thresholds and unknown syncope. It was noted that the position of this lead is considered to be in a manner that was not intended per labeling. A new right ventricular (rv) apical pacing lead was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this bundle of his pacing lead was explanted due to high capture thresholds and unknown syncope. It was noted that the position of this lead is considered to be in a manner that was not intended per labeling. A new right ventricular (rv) apical pacing lead was successfully implanted. No additional adverse patient effects were reported.the product has been received for analysis. This report will be updated upon completion of analysis.